Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2016 wherein the scs system was explanted.